Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc evaluated the subject device and the reported failure phenomenon could not be reproduced. There was evidence of the chemical residue in the video connector socket of the subject device. The device history record was reviewed and found no irregularities. Based on the evaluation result so far, omsc surmised the reported failure phenomenon was attributed to temporary communication error with the subject device (e.g., due to any foreign material including chemical residue with the electrical contact part in the video connector socket). The otv-s190 instruction manual states the corresponding method when there is an abnormality for the device.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified hernia procedure, the subject device was used. In the procedure, noise appeared on the image on the monitor when an unspecified cholangioscope was connected to the subject device. The user replaced the subject device with another device and completed the intended procedure. There was no patient injury reported.